Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 298 mg/dl. During troubleshooting with tandem technical support, it was reported that the pump date was incorrect. Reportedly, the customer corrected the pump date and resumed insulin therapy. The customer continued to use the pump for insulin therapy.